Manufacturer narrative:
Arrow buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that numbers on display screen continued to scroll and was not able to deliver bolus. Customer's blood glucose was 82 mg/dl. It was reported that insulin pump may have been exposed to sweat. It was reported that insulin pump would need to be replaced.